Event description:
Pt underwent lateral epicondylitis/outpatient elbow surgery on her right arm. Following the surgery and while the pt was still under anesthesia, employees of the surgery center and/or an orthopedic product distributor applied the breg polar care 300 polar pad directly on the pt's skin and then placed a cast directly over the polar pad. Four days later the pt was seen by her doctor and her arm showed black, bloody blisters. Pt claims to have sustained muscle and skin inflammation causing pain, loss of feeling and permanent scarring and deformity. Pt's description of how the injury occurred indicates that the surgery ctr and/or the orthopedic product distributor failed to follow the warning labels and instructions affixed directly to the polar care 300 and contained within a separate product insert inside the new unit. Specifically, the warnings indicate that a dressing must be applied between the polar pad and skin at all times and that the pt should inspect the skin receiving cold therapy regularly and discontinue use should any noticeable changes in the skin occur. The health care staff did not follow the warnings.